Event description:
On (B)(6) 2011 dentist reports by phone that only one of the two mirrors that they returned had the reflective glass fall apart when the dental hygienist was cleaning the pt's teeth. He says that there was potential for harm because the pt could have swallowed it. There was no pt harm.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.